Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the al326 instrument was placed on the cystic duct for ligation prior to cutting. The trigger was fired and no clip appeared. No damage occurred. The clip applier was then fired several times, but still no clips appeared. A new instrument was taken from the same batch and the case was completed without any further problems. There was no consequence to the pt.